Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh and ams in-fast were implanted . The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2000 and mesh was implanted concurrently with cystocele repair and sp placement. It was reported that the patient underwent transvaginal excision of mesh on (B)(6) 2013 due to eroded transvaginal mesh. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence, frequency and cystocele on (B)(6) 2000 and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and the patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.